Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a non-penumbra catheter. During the procedure, the physician successfully implanted a non-penumbra coil and four pod pcs. After multiple attempts to implant the pod pc into the target location, it did not fit. Subsequently, the pod pc unintentionally detached when it was partially inside the vessel and partially inside the lantern. Therefore, the lantern containing the detached pod pc was removed from the patient and the coil was flushed out of the lantern on the back table. The procedure was completed using the same lantern, a smaller pod pc, and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed the reported complaint. Evaluation revealed that the embolization coil was detached from its pusher assembly. The pusher assembly was not returned for evaluation; therefore, the root cause of the reported unintentional coil detachment could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the unintentional detachment.